Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate reading was static. Customer reloaded cartridge to receive an accurate reading. Customer's blood glucose was 86-204 mg/dl.